Manufacturer narrative:
Evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Cord was plugged into blue bovie generator. The cord worked off and on in surgery. The circulator pushed in cord more firmly when it wasn't working, and they saw orange flash of fire. No delay in surgery and no injuries. There was no smoke.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Manufacturing evaluation: the device was received. Visual examination showed that the generator end of the cord was completely broken off. The bumpa and ridges in the cord jacket close to the break point are indicative of the cord being improperly removed from the generator. This likely contributed to the cord not working properly during surgery. Over time as the cord is removed this way the wire stands inside the cord jacket will fray and break. The jacket breaking and generator connector breaking off appear to be a result of the same issue as the jacket will eventually break along with the wires. Aesculap's online instructions for use (IFU) for this product is quite specific regarding proper handling techniques, and when a cord fails in this manner, it is typically because those instructions have been disregarded.